Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of a clear link set that had a hole and was leaking reclast medication at the y-site. This clearlink set was connected to the reclast vial. This reported condition occurred during setup, and there was no patient injury/medical intervention involvement. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.